Event description:
The biomedical engineer (bme) reported that the alarms were turned off at the bsm, but the nurse was stating they did not turn them off. The hospital management would like this investigated.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the alarms were turned off at the bsm, but the nurses were stating they did not turn them off. The hospital management wanted to have this investigated. No patient harm or injury was reported. Investigation summary: device logs were analyzed, and additional information was requested. However, additional information was not provided. There was insufficient information provided at the time of the event to determine the root cause. There is no indication that the device had malfunctioned. The service history for this serial number shows no subsequent reported events related to alarm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the alarms were turned off at the bsm, but the nurse is stating that they did not do that. They are thinking the alarms were turned off around 4:30pm est on 6/15/20. Therefore, the hospital management would like this investigated. We have not yet received the logs to investigate this issue, so it is unclear at this time whether it was turned off by the user, or if this was a device failure. Therefore, to err on the side of caution this is being reported. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following devices were being used in conjunction with the bedside monitor. Central nurse's station: model: cns-6201a. Sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the alarms were turned off at the bsm, but the nurse is stating that they did not do that. They are thinking the alarms were turned off around 4:30pm est on (B)(6) 2020. Therefore, the hospital management would like this investigated. We have not yet received the logs to investigate this issue, so it is unclear at this time whether it was turned off by the user, or if this was a device failure. Therefore, to err on the side of caution this is being reported. No patient harm reported.